Event description:
Pt received week's work of (5fu) treatment in 24 hours. According to initial reporter, the programmed parameters were 1.44 ml for a 130 ml bag of 5fu. This volume infused within 24 hours. A 130cc bag was observed as being empty when pt returned to clinic. Total treatment was intended to last 96 hours. Add'l info received on (B)(6) 2011: pump was programmed to give medication over 4 days, but all infused in less than 24 hours. Pump will be returned for eval.

Manufacturer narrative:
A follow up medwatch report will be submitted once our eval of the suspect device is completed.